Manufacturer narrative:
Investigation result of catheter detached. Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was slightly kinked in the extreme of the strain relief. The catheter was kinked near the dongle and the key and dongle shaft were also found to be deformed. There was evidence of the flaring process performed during manufacturing. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending. The review and analysis of all available information failed to indicate the root cause of this complaint. A device history record (DHR) review was performed and no deviations were found.

Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Refer to manufacturer report #3005099803-2015-01506 and #3005099803-2015-01507 for the other associated device information. It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare failed to extend from the catheter. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: flare detached.